Event description:
Boston scientific received information that this device was noted to be in "retry" due to loss of capture with the right ventricular lead. Threshold measurements were reported to be within normal limits in the 1.0v range. No adverse patient effects were reported. The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.